Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 138 mg/dl. Prior to the hospitalization, the customer's blood glucose reading was 35 mg/dl. The customer felt that her basal rate settings may need adjusting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer also stated that she was taking prednisone. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.